Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation was unable to confirm the reported problem. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image "blacked out" and noise appeared for a moment. Additionally, the user reported that the image disappeared when the camera head cable was moved. The intended procedure was completed by viewing directly into the fiberscope instead of the monitor. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device has no abnormality, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.